Event description:
It was initially reported that a preloaded monofocal intraocular lens (iol) was defective. Through follow-up we learned that the iol was delivered sterile from the packaging to the instrument table. After opening the device where the iol is placed, the assistant saw that there was a tear on the optic of the iol and reported this directly to the surgeon. The iol had no contact whatsoever with tweezers or anything else. A new iol was immediately provided to complete the procedure. The defective iol was discarded. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - event date: unknown, as information was asked but it was not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.